Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. The patient received inappropriate therapy. It was noted that the patient had a history or ventricular tachycardia. A device download was performed successfully. The patient was in stable condition and will continue to be monitored with regular follow-up.